Event description:
A medsun report# was received stating that: rt was taking care of the pt and came to ask for help, stating the ventilator was found off while on the pt. The pt had to be ambu'd while equipment was changed out. We did check outlets and tried the off/on switch and nothing happened. The vent was taken out of service and a new ventilator was placed on the pt.